Manufacturer narrative:
Findings: a customer reported via phone call indicating that they were admitted to an urgent care on (B)(6) 2015 at with a high blood glucose level of 450 mg/dl. Customer was wearing the pump at the time of urgent care visit. The customer stated that their insulin pump failed to deliver insulin after downloading. The customer stated that the loaner insulin pump they used in place of their original insulin pump worked fine. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer. (B)(4).

Event description:
A customer reported via phone call indicating that they were admitted to an urgent care on (B)(6) 2015 at with a high blood glucose level of 450 mg/dl. Customer was wearing the pump at the time of urgent care visit. The customer stated that their insulin pump failed to deliver insulin after downloading. The customer stated that the loaner insulin pump they used in place of their original insulin pump worked fine. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.